Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 OEM largebore smartpocket experienced foreign matter in the fluid pathway and device damage/deformation while still considered operable. The following information was provided by the initial reporter: during incoming inspection conducted by, molding defect was found for 6 of 2000 inspected.